Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient's activation reportedly went well. This is the final report.

Manufacturer narrative:
The recipient underwent skin flap revision surgery on (B)(6) 2018.

Event description:
The recipient is reportedly experiencing skin flap breakdown and device extrusion. Revision surgery is scheduled.